Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the irrigation failure occurred during a cataract procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.

Event description:
The surgeon reported, anterior chamber shaping was compromised.

Manufacturer narrative:
The customer did not retain the product lot information. Therefore, the device history records traceable to the reported procedure pack could not be reviewed. A sample was visually inspected and no obvious defects were detected. The sample was tested using a console. The fluidics management system primed and tuned with the handpiece, the 0.9 millimeter (mm) air bypass tip and infusion sleeve from the lab stock successfully. The root cause of the customer's complaint could not be established. The returned sample functioned, per specifications. After an investigation of this complaint, it has been determined, that this sample functioned, per specifications. Therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).